Event description:
The malaysia dealer reported a broken implant (s2 nail) incident at (B)(6). The pt was implanted in (B)(6) 2010. The nail was found to be broken. The pt was revised on (B)(6) 2010.

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.